Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempt to deliver the spider fx embolic protection device over an .018 guidewire in the left proximal popliteal artery, for the treatment of a calcified lesion, the filter prolapsed within the delivery catheter. A non medtronic. Sheath (6f cook ansel) was used with the 5mm spider device. The vessel was not pre or post dilated. The device did not pass through a previously deployed stent. Severe resistance was encountered while advancing the system. Excessive force was not used. No damage was noted to the packaging and no issues were noted when removing the device from the hoop/tray. The IFU was followed without issue. The delivery catheter would not pass through the tight calcified lesion. It was reported that the physician accidentally attempted to push the filter forward not recognizing the guidewire was blocking the wire lumen. The filter prolapsed out of the primary guidewire exit port and was hanging out of the delivery catheter. It became difficult to retract the basket back into the sheath. The guidew ire and the entire system were eventually able to be pulled into the sheath. The device was safely removed from the patient. The lesion was re-crossed, with the procedure completed using a new spider device. The patient was reported as alive, with no injury. No patient symptoms or complications were reported as a result of this event.